Event description:
A customer reported issues with the responsiveness of the touchscreen on their insulin pump, noting that the screen turns off too quickly despite having the correct timeout setting. There was no reported impact on the customer¿s blood glucose level as they declined to provide specific values. Reportedly, the customer continued to use the pump for insulin therapy.